Manufacturer narrative:
Reported event: an event regarding pain and psoas impingement was reported. Shell malposition was confirmed following a review of the provided records by a clinical consultant. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: the procedure-related element in the failure scenario is clear. There obviously is cup malposition in absent anteversion that clearly predisposes to an exposed anterior/ superior rim of the cup which leads to psoas impingement. Because the surgeon is responsible for optimal component position, this factor is procedure-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded: "cup malposition in absent anteversion predisposes to an exposed anterior/superior rim of the cup causing psoas impingement with pain. No revision was performed thus far." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient reports recurrent pain in the hip; psoas impingement was diagnosed. A review by a clinical consultant confirmed adm shell malposition in absent anteversion predisposes to an exposed anterior/superior rim of the cup causing psoas impingement with pain.

Manufacturer narrative:
Review of the product history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat# 6570-0-128 ; lot# 47531301. Accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# 1623114. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reports recurrent pain in the hip; psoas impingement was diagnosed. A review by a clinical consultant confirmed adm shell malposition in absent anteversion predisposes to an exposed anterior/superior rim of the cup causing psoas impingement with pain.